Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Also the pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited increased threshold. Review of device data indicated change in rv lead impedance with unipolar and bipolar lead impedance increased. The rv lead remains in use. No patient complications have been reported as a result of this event.